Event description:
The device is a cleaning brush that is used to clean the channels of an endoscope after an endoscopic procedure. During cleaning, the brush head broke off of the cleaning brush and was not located and removed from the endoscope by the tech. The endoscope was then used during a later procedure and reportedly was pushed out of the endoscope and into a pt. The brush head was removed and the pt is reported to be fine.

Manufacturer narrative:
The device was discarded by the facility so the root cause of this incident can not be definitively determined. Review of the complaint trending data for the device shows no reports of similar incidents with the same lot number.